Event description:
It was reported that right atrial (ra) lead was explanted due to lead would not let stylets go all the way to distal tip. New lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that right atrial (ra) lead was explanted due to lead would not let stylets go all the way to distal tip. New lead was replaced. No additional adverse patient effects were reported.